Event description:
Veterinarian reported to synthes vet product development: plate fractured 2 weeks post operative. Revision surgery was required. Owners report complete compliance. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation revealed the plate was broken at the 6th hole and cut at the 12th hole. The relevant dimensions of the plate were checked and no deviation was found. The fracture face is homogenous which indicates material conformity. No manufacturing related fault could be detected. The product evaluation further revealed the plate was received in three pieces. The largest of the segments is the remaining, unused, portion of the plate. The small two pieces represent the implanted, and fractured, portions of the plate. The material specification is adequate and consistent with other synthes implants. The plate is an extremely versatile plate and may be used anywhere on the anatomy depending on the size of the dog. Given this, there is no obvious cause for the failure. This complaint has been determined to be indeterminate. Device is a veterinary product. Device is similar to a device marketed for human use.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.